Event description:
It was reported the tip of the forceps broke during surgery and remains implanted in the patient.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. Smith & nephew, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew, inc. Has not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The associated complaint device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure. The tip of the forceps has fractured off. The fractured piece was not returned. The device was manufactured in 2006. This failure is a repeat occurrence. From the analyses conducted during this investigation, it was concluded that the reduction forceps fractured by the ductile tensile overload. An overload fracture can occur if the mechanical loads applied to the forceps exceed the strength of the material. No material or manufacturing deviations were found in this investigation. It was unknown if the fracture was initiated in a prior surgery. A review of complaint history revealed prior complaints for the listed lot/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.